Event description:
It was reported that the device was opened in error at the time of implant. The device was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.